Event description:
Pt had PICC line. When arrived at cancer for treatment line was clotted. Nurse attempted to remove line. Met resistance at 40-45 cm mark. Applied heat and other measures line began to advance then snapped. Leaving 20 cm in pt vein.